Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the implantation procedure, difficulty in advancing the catheter was encountered. After positioning and activating the pump, the pump alarmed of helium loss. Attempts to adjust the balloon position failed to resolve the issue, and blood was observed in the helium pathway. The catheter was changed. The second catheter also encountered significant resistance during advancement, and after positioning, the pump alarmed helium loss, preventing normal initiation of counterpulsation. Reducing the inflation volume did not improve the situation, so it was removed, and a third balloon was used. The third balloon was successfully positioned, and the pump initiated normal counterpulsation. Inspection of the first two catheters revealed that the tip of the central lumen was kinked." The device was inserted on the right side. Therapy was delayed by 15 minutes, and all insertion attempts were performed at the same insertion site. The patient's current condition is reported as "fine". Two devices involved. Associated mdrs: 3010532612-2026-00472 .